Manufacturer narrative:
The marksman catheter was returned. The marksman catheter was decontaminated. The marksman total length and the useable length were measured and found to be within specification. No damages or irregularities were found with the marksman hub. The marksman catheter body was fond kinked at the distal tip. The distal section of the marksman catheter body was found flattened. Approximately 2 mm of the marksman distal marker band and tip were found dislodged from the catheter. The dislodged marksman marker band and tip were not returned, as the section was left in the patient. The separated outer tubing material exhibited with plastic deformation (jagged edges and stretching). There does not appear to be any separation of the inner liner. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter separation/break¿ was confirmed. The separated outer tubing material exhibited with plastic deformation which indicates the marker band dislodged as the tensile strength of the tubing material was exceeded. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted possible causes for the event could be attributed to patient¿s highly tortuous anatomy and/or other contributing factors such as kink/damage in guide catheter / balloon guide catheter /guidewire/stents which may have contributed to resistance during delivery and/or retrieval, subsequently causing the marksman catheter to become damaged. For the marker band to dislodge from the catheter the distal shaft needs to be damaged and/or separated from the catheter, which is unlikely to occur without experiencing excessive resistance. In addition, hard clots /calcifications in the nav igation tract can snag the catheter, this may be detected under fluoroscopic use of the product and as instructed in the IFU, without observing the resultant tip response, the catheter shouldn¿t be attempted to move further. As the marksman was found flattened it is likely that the guide catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report the marksman catheter separated at the distal tip and the tip remains in the anatomy. Upon removing the catheter from the patient after treating an acute stroke case with a mechanical thrombectomy stent device. It was noted that the catheter had fractured. The distal tip was not attached. This missing segment was then shown to be in the patient anatomy. This was noted from subsequent imaging. It has been asked if resistance was encountered but it is unknown. It is unknown if the anatomy was tortuous. The patient did not have symptoms or complications associated with this event. The device was prepared per the instructions for use (IFU). The catheter was flushed as indicated in the IFU.